Manufacturer narrative:
The fsr found that the peripheral component interconnect (pci) bus cable was pinched. He replaced the pci bus cable. All performance/verification checks passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During field installation of the device, the field service representative (fsr) reported that the central control monitor (ccm) displayed a 'system needs service' message. There was no patient involvement.